Event description:
Medical affairs was unable to get a hold of pt and will be sending pt a letter. Based on the info provided, medical affairs documented this case as a medical complaint. Pt was obtaining low blood sugar readings on the one touch basic enhanced meter. Pt obtained a blood suger of 57mg/dl. They had symptoms of feeling dizzy and had chills. Pt then ate some food and then 45min later they tested sugar again and obtained a 52mg/dl danger call dr. Pt was taken to the ER and was tested on the ER's meter and obtained a 596mg/dl. They were treated with 10u of r and then later they were given 7 more units of r. Lfs rep was unable to resolve the issue since pt did not have qc items. Pt had been cleaning the meter incorrectly. Lfs rep sent pt a new meter.